Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 4 units. Reportedly, the cartridge was filled with 150 units of insulin. The customer¿s blood glucose level was 232 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Reportedly, the customer had insulin injections for alternate insulin therapy.